Event description:
It was reported that the customer was hospitalized with a high blood glucose over 600 mg/dl. It was also stated that the insulin pump was skipping back to rewind when he would try to prime it, and the buttons were difficult to push. The customer was treated with fluids until she was stable. Her blood glucose was at 217 mg/dl at the time of the report. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.